Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, alopecia, depression, anxiety, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought to get a hysterectomy, but was unable to undergo the explant surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received - new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included syphilis, trichomonal vaginitis, bacterial vaginosis, gonorrhea and chlamydial cervicitis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, alopecia, depression, anxiety, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought to get a hysterectomy, but was unable to undergo the explant surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added. Medical history were added. Fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.